Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the pt had a revision surgery. It was reported that the locking screw for the tibial insert had broken.